Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device-32 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 2(B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 for gastrointestinal bleeding (gib). It was reported that over the past 24 hours a patient received 2 units of packed red blood cells (prbc¿s) in the setting of melena and a significant hemoglobin drop. It was reported that the pt/inr was 33.3/2.82 on (B)(6) 2017 and 38.1/3.22 on (B)(6) 2017. The black stools were reported on (B)(6) 2017. The hemoglobin was 7.9 on (B)(6) 2017 and 6.1 on (B)(6) 2017. No other information provided.